Event description:
Dexcom g7 failure rate is unbelievably high in 2024 giving false readings. Recently we were showing 66 for sugar readings on our daughter and took action. It was off by 200 points and we ended up going giving her too much sugar. Dexcom refuses to answer the phone anymore for assistance, meanwhile, customers are bound by prescriptions and cannot receive more. We are heavily reliant on this tech, but there needs to be governing intervention and over sight to fix the issues.